Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a video-assisted thoracoscopic surgery (vats) lobectomy, the active waveguide inadvertently came into contact with the pulmonary artery which caused bleeding of less than 500 cc. The surgeon used ligatures and an ethicon ultracision instrument to stop the bleeding. The patient is reported as having recovered. The customer has reported that the incident device was discarded after the procedure.